Event description:
It was reported that before use, when trying to insert cath, the cardiosave intra-aortic balloon pump (iabp) unit made a loud sound. Autofill failure was showing at the time of start up.

Event description:
It was reported that when trying to insert cath, the cardiosave intra-aortic balloon pump (iabp) unit made a loud sound. Autofill failure was showing at the time of start up.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected fields: d5, e2, e3, g2 additional customer contact phone: (B)(6). A getinge field service engineer (fse) evaluated and stated that unit would not recognize plug for autofill test, ran compressor for over four hours and could not get to clear. Fse replaced pneumatic module assy, equipment operated as intended. Calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.the defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of an autofill failure and not recognizing the plug for the autofill test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed that the pim will not recognize the plug for the autofill test. Will not be able to pass the test due to this. No root cause defined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a